Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Samples received: 4 unopened and 2 open pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. Received four closed samples and two open and used units with the needle detached from the thread. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment strength of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Complaint not justified. Although the results of the samples received fulfills the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
(B)(6). It was reported that during a surgical preoperative procedure the needle detached from the thread.